Event description:
It was reported that during startup and test, with the pt under anesthesia for a laparoscopic-assisted renal cryotherapy procedure in the operating room, the machine was turned on and it was okay before inserting a renal smartcard. The urologist requested the machine to be moved to the other side of op table. The machine was turned off and then re-located as requested. When the machine was turned back on the software of the computer could not be started and remained in the process of "bios test" and never allowed the cryo program screen to appear. The machine was turned off and back on but it did not work. The cryotherapy procedure was cancelled.